Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the main screen of the external pulse generator was damaged. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of damaged screen, the liquid crystal display was defective and it was additionally noted that the hook assembly was worn. The display and the hanger assembly were replaced. The device passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.